Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. Customer reported the screen was not completely blank. Pump buttons did not begin to work in less than 5 minutes without battery change. The patient¿s blood glucose level was unknown at the time of the incident. Customer stated last week the contacts on the battery cap came off, but she put it back the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device was received with an unresponsive keypad and a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Frozen screen not confirmed during testing. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was found on the motor and force sensor during visual inspection. Moisture damage found on the keypad assembly.